Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax. The procedure was completed as planned. The pneumothorax resolved on its own and the patient did not require a chest tube. However, it is unknown if the patient required hospitalization. The patient is doing well and discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.